Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unspecified date, the patient was hospitalized and treated with unspecified medication for peritonitis. At the time of this report, pd therapy was ongoing. The patient¿s outcome was not reported. The reporter declined to provide additional information.